Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up with right ventricular oversensing episodes. Recommended programming changes were discussed. The patient was stable throughout.

Event description:
It was reported that the recommended programming changes were performed. The patient was stable post-programming changes.